Event description:
Customer alleged blood glucose result comparisons of 936 mg/dl compared to "100s" mg/dl within 10 minutes and 400 mg/dl compared to "150s" mg/dl within 10 minutes on the advantage system. No treatment or adverse events were reported. Customer no longer has product for return; replacement was sent.